Event description:
It was reported that during testing conducted at the MFR facility, the saw was overheating. No pt involvement, no reported delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the visual exam, the device was found to have debris in the sagittal head, a damaged flex assembly and corrosion in the motor, which are probable causes of the reported overheating.